Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was experiencing electromagnetic interference (emi) which in turn triggered a lead integrity alert (lia). It was further reported by the patient's family that it was believed to have occurred while the patient was swimming in their pool. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.